Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Medical records and pre-planning were received. Endologix made three good faith attempts to retrieve additional reported adverse event/incident-related medical imaging. However, the user facility did not respond to requests for this information. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review found that the lot had been re-worked to extend the shelf life according to the proper finished goods rework procedure using an afx expiration to 36 months form, however it is unlikely that this would have contributed to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination could only be conducted with the medical records and pre-planning received by endologix. The type iiia endoleak and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation considered that the infrarenal angulation at index was reported to be 45¿60°, which could have contributed to the type iiia endoleak; however, this could not be conclusively determined. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be identified. The final patient status was reported to be in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated h6: investigation finding codes ¿ remove code 3233 h6: investigation conclusion codes ¿ remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2021 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Routine follow-up conducted on (B)(6) 2025 identified a type iiia endoleak (junctional) due to inadequate overlap between the main body and cuff. Reintervention was completed on (B)(6) 2025 by implanting an afx vela infrarenal bridge to increase the overlap in an effort to fix the type iiia endoleak. However, after the placement of an afx vela infrarenal the type iiia endoleak persisted. The surgeon then opted to re-line with a longer afx bifurcated stent graft the type iiia endoleak was resolved. The final patient status was reported to be stable.